Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery (rcfa). The arteriotomy was noted as 6.5mm, mild calcification distally, tortuosity present in the rcfa, with a deployment depth measurement of 6 + 1. Access was gained utilizing micro puncture and ultrasound, however, access position was not disclosed. No complications were encountered advancing or withdrawing procedural sheaths. Following manta deployment, hemostasis was not achieved, and the physician deployed a covered stent. The root cause of the failed hemostasis requiring a covered stent is possibly due to the angle or position of the access stick having to compensate for the presence of tortuosity, which could have created a less then optimal condition for the collagen to properly seat on the vessel and not able to properly seal the puncture. The IFU warns do not use manta if there is marked tortuosity of the femoral or iliac artery. However, due to insufficient information regarding the initial and deployment procedures, no angiograms or device submitted for investigative purposes, the root cause cannot be determined. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding possibly requiring endovascular intervention. In the event bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis have been identified as precautions related to the deployment of vascular closure devices in the IFU.

Manufacturer narrative:
Device will not return. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: unable to achieve hemostasis with manta, physician used covered stent. Post CT showed no bleeding, patient fine.